Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The busings are bad and the seat is going side to side. Per tech, the bushings are wallowed out, rocks back and forth.